Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to explant the device due to migration and the patient experiencing an infection. No further information was reported.

Event description:
It was reported that the patient had a surgical procedure to explant the device due to migration and the patient experiencing an infection. No further information was reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.